Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm reading was 84 mg/dl so she went to get something to eat as she doesn¿t like for her level to go below 90 mg/dl. She passed out on the way and her family called for an ambulance. Her bg was 24 mg/dl. The paramedics gave her glucose via intravenous (IV) therapy and stayed with her for about an hour. She was fine then and was not taken to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.